Manufacturer narrative:
H6 clinical code-4581: visual disturbances. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault and peripheral shadowing. In a separate visit the lens was exchanged for a shorter length lens. If additional information is received, a supplemental medwatch report will be submitted.